Event description:
The reporter stated that the unit failed to alert. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit failed to alert load syringe plunger and would infuse with the syringe disengaged from the plunger retainer ii. This was due to contamination in the plunger holder ii and inside the track ii that damaged the cam switch. Medex was able to confirm the issue and determine a cause. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.